Event description:
It was reported that during the primary tibia surgery the two drill bits broke off in the bone. Surgeon used another one and completed the surgery without any delays.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event of the drill bit broke for drill bit ø2.5x125mm ao fitting could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. The visual inspection showed signs of multiple use (blunt cutting flutes, dents). Additionally, signs of fatigue are present at the fracture surface of the drill. Hypothesis: the blunt cutting flutes may have led to torsional overload and subsequently to the reported breakage. The manufacturer recommends single patient use for multiple use drill bits. "Stryker osteosynthesis does not typically specify the maximum number of uses for reusable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. Functional check for multiple use drill bits. Description and function: multiple use drill bits, cannulated drill bits, burrs, taps, core drills. Potential failure modes: defective coupling end (eroded), blunt and dull cutting flutes. Such instruments are recommended as single patient use. Regular functional check and visual inspection. In case of failure, the instrument must be replaced and not be used. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
It was reported that during the primary tibia surgery the two drill bits broke off in the bone. Surgeon used another one and completed the surgery without any delays.